Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was found that patient's atrial lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable and asymptomatic.

Event description:
New information received notes that the atrial lead exhibited noise and impedance problem.